Manufacturer narrative:
Submit date: 09/27/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports the syringe looks normal but when the clinical draws medication, the liquid leaks out of the plunger.

Manufacturer narrative:
An investigation of the reported condition was performed. Seventeen unused samples were submitted by the customer for evaluation. The inspection performed in accordance to standard procedures could not find the reported condition in syringes. The reported condition was not confirmed. The received products met the specifications. The review of device history record (DHR) indicates that products met all quality standard requirements. The product analysis could not confirm the reported condition. The product was manufactured by an external supplier and the assembly process in the manufacturing site consists of a pick and place operation in a tray. The component was supplied by a different manufacturer. The reported condition was not observed during the manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of root cause. The supplier identified the most probable root cause as a malfunctioning mating component used by the customer. Based on the information available and the investigation findings, a corrective and/or preventive action were not deemed necessary at this time. The root cause investigation could not confirm a manufacturing defect. If additional information is received warranting further analysis, the investigation may be resumed. If information is provided in the future, a supplemental report will be issued.